Event description:
An elderly patient underwent total gastrectomy. Post surgery while nurse was attaching the pca tubing to the main line IV, the threads inside the connecting portion cracked out, making it no longer possible to connect this pca tubing to the main line IV port. New pca tubing obtained, primed and connected to the main line IV tubing without incident.